Event description:
It was reported that during the procedure the drill bit was broken at the time of making the broach, and a fragment of the bit was inside the bone of the patient, it was tried to remove but was not possible, it was then evaluated with the specialist who indicated that this fragment was left inside the bone since it will not cause any affectation to the patient by the site where it remained. Then the bit was changed for another of the same characteristics that also comes within the equipment, thus achieving successful surgery, without discomfort of the specialist and without alterations in surgical times.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6 investigation summary: the product was not returned to medtech orthopedics; however, photos were provided for review. The device in the photo is covered with tape. The device associated with this report was not returned to medtech orthopedics for evaluation. However, in the images provided no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached don't have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part#: 310.110, lot#: f-27080, manufacturing site: werk selzach logistik, manufacturing date: 27.may.2019, expiration date: n/a, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified.